Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the reported issue was duplicated. Temporarily replacing the purge sensor (transducer) assembly with a known-good one resolved the issue. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was turned on for clinical use and the device exhibited a red controller error message and prompted the user to use another aic device. The staff tried to reset the aic and reinstall the software, this did not fix the issue. The resolution is not specified; however, it was reported that there was not harm to the patient.